Event description:
I put a large bandaid on a cut that was healing. When I pulled the bandaid off, the bandaid took my skin along with it. It's a large tear. I will have a scar on my left arm, just above the wrist. Dates of use: 2009. (4 days so far). Diagnosis or reason for use: to cover a cut. Event abated after use stopped: no.